Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 212 mg/dl. The customer stated the act button is not responding. The patient was advised if she recalls any significant events leading to the keypad issues and she said not that she knows of. The patient was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.